Event description:
It has been reported that the surgeon was priming the device as a test to ensure normal flow prior to use and determined it was not functioning properly. The suspect product did not come in contact with a pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.